Event description:
It was reported that stent moved on balloon occurred. A 20 x 2.50mm rebel stent was selected for use. During introduction and outside the patient, the stent would not 'open in the patient'. After the guide was hydrated with saline, the issue was not resolved. After a few attempts it was noted that the mesh was loose from the balloon. No patient complications were reported and the patient's status was stable.